Event description:
It was reported that during a prolaspe of hemorrhoids procedure, the surgeon says that the staple line was not complete. There were no patient consequences. Case completed manually with suture.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.